Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 438 mg/dl. Customer treated their high blood glucose level via manual syringe. Customer¿s current blood glucose level was 155 mg/dl. Customer advised their blood glucose was high and they changed out their infusion set to avoid issues. Customer declined to troubleshoot the insulin pump and high blood glucose levels.